Event description:
It was reported that during a routine device change out, the lead was imaged via fluoroscopy. The lead insulation was abraded. The lead electrical values were normal. The physician elected to leave the lead implanted.